Event description:
The customer initially reported that the display on their device was blank and the service indicator was illuminated. After an evaluation of the device, it was observed that the device was resetting on its own. There was no report of any patient use associated.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio recommended the repairs however, the customer has declined further service due to the costs associated with repair. The device will be returned to the customer, unrepaired. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control proceeded with repairs and replaced the system controller and user interface pcb assemblies. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed pcb assemblies in the failure analysis center and determined that the cause of the reported rebooting issue was due to the failure of an integrated circuit chip, designator u2 from the user interface pcb assembly.